Manufacturer narrative:
The insulin pump alarmed no delivery during the delivery test due to faulty force sensor resistor also, unable to perform basic occlusion, occlusion and prime test due to no delivery alarm. However, the insulin pump passed self-test, a21 test and all operating currents were normal. The insulin pump was monitored for 24 with multiple basal rates and no blank display or display anomaly noted during our testing. No damage was found inside the insulin pump noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 136 mg/dl. The customer stated that the pump was completely blank. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.